Manufacturer narrative:
This report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced discomfort with device use; subsequently the patient underwent skin revision during an abutment removal (date not reported). The implanted device remains.